Event description:
The customer contacted philips healthcare to report that the device had a button failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.